Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high and low blood glucose levels. Customer's blood glucose level went as low as 39 mg/dl and as high as 600 mg/dl. Customer declined to troubleshoot for the insulin pump and believed the settings needed to be adjusted.